Event description:
It was reported that, "we were putting in adm cup and the striking surface broke off the inserter on the last strike. No replacement device needed. Broken piece was retrieved."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.